Event description:
It was reported that the ambicor penile prosthesis (app) device is going to be revised on a future date because the cylinders would not stay inflated resulting in the patient not being able to maintain an erection.